Event description:
During a left primary knee procedure a right femoral component was opened and implanted. The right component was then removed and a left component was implanted. Surgery was extended by 25 minutes.